Event description:
Affiliate reports the valve was implanted. According to the doctor, there was a hole on the abdominal catheter and a leak of cerebrospinal fluid was observed. A second surgery was performed to replace the valve.